Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately calcified, 95% stenosed diagonal (dx) artery. The vessel was pre-dilated with a crossail 2.5 x 10 mm balloon. The physician deployed a taxus express2 8.8% 2.50 x 8 mm drug eluting stent at 9 atms and again at 13 atms. There was difficulty removing the balloon from the stent. The physician tried inflating the balloon to 1 atm, advancing it without success and deflated the balloon and tried again at 1/2 atm without success. The guide was then deep seated and the balloon released. The delivery system was removed all at one time. There were no pt complications reported. Angiogram confirmed the procedure was successful.